Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The reported event is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: air bubbles in the line and unable to return the patient's blood. Happened to 1 patient last night. The charge nurse had checked all the connections before treatment started.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos were submitted to the manufacturer for evaluation. No samples were received from lot number a2500298. Through visual examination of the photos, air bubbles were present within the line. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation of the photos, the reported issue is confirmed. The reported event is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.